Manufacturer narrative:
Additional information: h3. Device evaluation summary: visual and optical examination review confirms implant threads damaged. Witness marks and material deformation noted on the thru hole of the peek anterior ramp. These observations are consistent with overload of the implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Foreign report source: (B)(6). Device evaluation summary: it was found that the peek portion of elevate 13 deg 7-11mmx23mm opened, the tip of its screw was pushed back a bit from anterior lump and its connecting portion damaged. Head and threads of screw were also damaged and torx hole got deformed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of lcs in need of l5/s tlif procedure used in spinal therapy. It was reported that the cage was placed deeply about 3mm away from the posterior edge of the vertebral body. After that, the cage backed out about 2mm from the posterior edge of the vertebral body, so reoperation was performed on (B)(6). In the reoperation, the displaced cage was inserted as it was and was lengthened again. As it fitted tightly on the end plate, so the operation was completed without any compression. After that, the information about the cage being backed out again was received. It is planned to explant the device on (B)(6). According to the doctor, the first dislocation occurred because the patient moved violently for the farming chores. After the second dislocation, the patient had walked a little and the waist pain occurred about 4 days later. There were no further complications reported regarding the event. Additional information received regarding the event. It was reported that the revision surgery was completed successfully on (B)(6) 2020. The device explant was successful and there were no fragments left in the patient reported.